Event description:
It was reported the patient presented in clinic for follow-up after having seizure like activity. During testing, there was a four second pause during sense testing. No changes or interventions were reported. The patient was in stable condition.